Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 561 mg/dl. Customer used a manual dose injection to address bg level. Reportedly the customer had an alternate pump for insulin therapy and also had manual injection supplies available.